Event description:
It was reported in a publication that 225 patients underwent surgery for lumbar fusion, 76% plif, 13% tlif, 11% alif. In all cases, rhbmp-2/acs was used only in the interbody space without associated bone graft. Clinical and radiographic data were retrospectively analyzed in search of complications. 7 cases developed post-operative radiculitis, including three confirmed cases and four questionable cases. All radiculitis cases were resolved in a few weeks.

Manufacturer narrative:
Article citation: litrico et al. Analysis of side effects associated with the use of rhbmp-2 in the lumbar fusion: report of a retrospective series of 225 patients. Abstract of the international society for the advancement of spine surgery (isass) 2014, 30-apr to 02-may, miami USA. Pt age: average age 54.4 yrs. This part is not approved for use in the united states; however a like device catalog # 7510800, product code nek was cleared in the united states. Implant date: april 2007 ¿ november 2012. (B)(6). (B)(4). PMA 510(k): this part is not approved for use in the united states; however, a like device catalog # 7510800, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.